Event description:
Pt presented with chronically dislocating left total hip arthroplasty, the last being in aug. 1997. The pt states her hip simply keeps going out, is unpredictable and any small amount of rotational deformity causes the dislocation. She presents at this time for revision of the left total hip arthroplasty. The acetabular component was removed and replaced with a constrained acetabular component. Pathology report shows scarring and foreign body reaction.